Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. There was no impact to the customers blood glucose level. At the time of the call with tandem technical support the customer reported the pump was functioning as intended.